Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from true result meter to competitor's meter. Back to back blood test produced test results of 30 mg/dl using true result meter and 177 mg/dl using competitor's meter. Verified storage of product is not within instructed specification since they are kept outside of the original vial. Test strip lot manufacturer's expiration date and open vial date are not able to be verified. Recall test results performed fasting from meter memory: 39mg/dl, (B)(6) 2014 04:46pm. 22mg/dl, (B)(6) 2014 05:44pm. 32mg/dl, (B)(6) 2014 05:42pm. 88mg/dl, (B)(6) 2014 08:57am. 125mg/dl, (B)(6) 2014 01:45pm . Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter to competitor's meter. Back to back blood test produced test results of 30 mg/dl using trueresult meter and 177 mg/dl using competitor&#62688;meter. Verified storage of product is not within instructed specification since they are kept outside of the original vial. Test strip lot manufacturer&#62688;expiration date and open vial date are not able to be verified. Recall test results performed fasting from meter memory: 1: 39mg/dl, (B)(6) 2014, 04:46pm; 2. 22mg/dl, (B)(6) 2014, 05:44pm; 3: 32mg/dl, (B)(6) 2014, 05:42pm; 4: 88mg/dl, (B)(6) 2014, 08:57am; 5: 125mg/dl, (B)(6) 2014, 01:45pm. Adverse event not reported.